Event description:
It was reported that a spectrum infusion pump had constant air in line alarms. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant air in line alarms caused by low fluid numbers. The upstream sensor pusher were replaced to correct this condition and ensure proper occlusion functionality.